Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer will use multiple daily injections (mdi) for insulin therapy.